Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 50 mg/dl; cause was not known. Customer consumed soda to treat bg. Paramedics were called to assist the customer. Customer was not transported to the emergency room. As tandem technical support was not contacted at the time of the event, recommendation was made for customer to consult with healthcare provider.